Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient began to decompensate and encountered an episode of ventricular fibrillation arrest. The impella pump was explanted and the patient was placed on extracorporeal membrane oxygenation instead.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.